Manufacturer narrative:
An event of shortness of breath and high gradient was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021 a 21 mm biocor stented porcine valve w/ flexfit system was selected for implant. On (B)(6) 2021, the patient presented with shortness of breath. An echo was performed and revealed that the patient had a high gradient. No intervention was performed and the patient was discharged from the hospital. A redo operation is planned but the date is not known. No additional information was received.